Manufacturer narrative:
Device has been received, but evaluation is not yet complete.

Event description:
The event involved an 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer where an epirubicin leaked from device after administration, exposing both patient and staff to unnecessary cytotoxic agent that remained inside the device. The patient was exposed to the drug on her bare skin and likely inhaled some chemo particles. The healthcare providers were wearing procedural masks upon discovering the hazardous spill, so may have inhaled some chemo particles. The leak occurred distal to the pump, blue clave cap region, and there was no filter indicated for this protocol. The set up was: regular non-deph IV tubing set, then cl3950, then a y-set extension directly to patient¿s IV cathlon. There was no hole, cut, tears or any defect noted. There was patient involvement but no patient harm. This is the second of three reports.

Manufacturer narrative:
Correction in d9 - device available for eval . There were no product samples, videos, or photographs returned for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint.